Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the left coil had migrated out of the fallopian tube, and was lying above the left side of the uterine body/migration of essure device"), device expulsion ("malposition of essure device location of device uterine cavity") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. 626215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post coital bleeding, c-section and uterine leiomyoma. On (B)(6) 2008 -coils: right tube- 5; left tube- 3. On (B)(6) 2009 - fluoroscopically guided hysterosalpingogram: the left essure device has migrated from the tubing is located in the peritoneal cavity lying above the left side of the uterine body at its upper aspect. There is no tubal occlusion on the left. The right fallopian tube is occluded beginning at the cornua. The essure device is in appropriate location. No contrast seen extending into the right fallopian tube. Essure confirmation test- the results of her essure confirmation test- one of the coils did not take, unilateral occlusion. Concomitant products included amlodipine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("severe cramping / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping);"), the second episode of abdominal pain lower ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), dysgeusia ("other injury or complication (describe: nickel taste)/ nickel test in mouth") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of abdominal pain lower, dyspareunia, pelvic pain, fatigue, dysgeusia and vaginal discharge outcome was unknown. The reporter considered device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: pfs received: event malposition of essure device location of device uterine cavity was added. Concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.